Event description:
Reporter indicated that a (B) (6) handheld computer was freezing during interrogation. Reseating the flashcard resolved the screen freezing. The computer and flashcard were later returned for product analysis. The analysis confirmed the screen freezing event.